Event description:
It was reported that the device would not hold pressure, and there was a loss of insufflation during surgery believed to be due to the inner black seal of the device. Another trocar was used to reinsufflate and complete the procedure. There was no patient injury.

Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition, but fully assembled with the obturator inserted into the sleeve. The device also was reported to have been through a washer prior to being returned. Upon evaluation of the device, the obturator was removed, and the duckbill seal was found to be slightly open at the slit. A leak test was performed, and it was found that immediately following removal of the obturator, the device leaked pressure for approximately 30 seconds before the seals closed off the leak. It was unknown to what degree the sleeve seals were altered due to the device being put through a washer and returned fully assembled. As each device is visually and functionally inspected and tested during the production process, no conclusion could be reached as to what might have caused the reported event. The device history record was reviewed and no discrepancies were noted.